Event description:
Ethisorb dura patch was implanted in 2000. Re-operation in about 1 month found the device had nearly resorbed. This filing is on behalf of ethicon gmbh, this was determined to be reportable event during an FDA visit of the manufacturing site.